Manufacturer narrative:
The reported event of detachment of device or device component, failure to remove lead from header, migration or expulsion of device were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Final analysis found that the left ventricular set screw was missing. No other anomalies were found. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the clinic with complaints of migration of the implantable cardioverter defibrillator (ICD). During the device relocation procedure, it was observed that the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads exhibited high capture thresholds. Fluoroscopy confirmed dislodgement of the ra, rv, and lv leads. During the extraction process, the lv lead could not be removed from the header. Additionally, the ring of the lv setscrew was found to be detached. The entire system was explanted and replaced on (B)(6) 2026. The patient remained in stable condition.